Manufacturer narrative:
The MFR's report number for this case is 9681138-2012-00029. Poligrip is manufactured in (B)(4), (and is distributed as super poligrip in the united states). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of accidental ingestion in a (B)(6) male pt who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) for dentures. A physician or other health care professional has not verified this report. On an unk date, the pt started double salt dental adhesive cream (dental). At an unk time after starting double salt dental adhesive cream, the pt experienced accidental ingestion and product complaint. Customer states it flakes off in his mouth and he consumes it. He also states that it falls out of his mouth and he even spits it out. He states he finds little flecks of this product in his home, it even shows up in the laundry. At the time of reporting, the outcome of the events was unk. F/u info received on (B)(6) 2012, from consumer. Consumer states this product is also showing up in his stools. Customer says this has been happening for a while, but does not remember any start date. F/u was received on (B)(4) 2012, which upgraded the case to serious. The consumer reported that he has been experiencing a lot of symptoms while taking poligrip. He stated that poligrip stays in his mouth and turns "rubbery." He also has seen poligrip in his stool and it appears throughout his house and laundry. Consumer also stated that he has a large bump in his groin area and bumps on the roof of his mouth. He stated that he has also experienced blood in his stools. The consumer is currently using the zinc free product. The consumer said that his physician was not sure what was causing his problems. The consumer is in a wheelchair and he indicated it is difficult for him to get out and see his health care professional. The consumer indicated that he may try the comfort strips.